Manufacturer narrative:
Updated: d8, h3, h6, h11. The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the reported image issue could not be determined, as the issue was not reproduced, however, it is likely that 3d image was temporarily abnormal due observed damage to the charged-coupled device (ccd) as a result of the bending section and internal ccd unit receiving excessive physical stress. Additionally, a sticky foreign material was observed on the device control unit (bcu). The foreign material was not identified, and a definitive root cause of the issue could not be determined, however, the issue was likely the result if insufficient device cleaning/reprocessing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flex deflectable videoscope displayed an abnormal 3d image. The issue occurred during preparation for use. There were no reports of patient harm.